Event description:
Subsequent to the initial medwatch filed, a user facility medwatch report was received and states: during a cardiac intervention, the vessel was being dilated with a balloon. When the balloon was coming out of the body, the entire hub broke off. No patient or staff harm occurred.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There was no damage noted to the balloon catheter prior to use, during preparation or during successful use of the device to complete the procedure, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during removal becoming kinked and ultimately separating upon further manipulation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D4; unknown to (B)(6).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified and mildly tortuous lesion left main to circumflex artery. The mini trek dilatation catheter was used without issue and removed; however, during removal, the hub detached. All separated segments were easily removed. There was no adverse patient effect or clinically significant delay. No additional information was provided.